Manufacturer narrative:
(B)(4). Concomitant product: smart touch bidirectional catheter, model #: d-1327-01-s, lot #: 17263943m. (B)(4) the investigational analysis has been completed. Upon receiving, the catheter was visually inspected and it was found that tip lumen had bumps and a metal exposed. An x-ray image was taken from the area and it was noticed that the t bar was slid down getting caught and exposed at tip lumen. This condition may contribute due to the fact that the t-bar is applying stress at that point. Per the event reported the catheter was tested for deflection and the catheter failed due to the t bar was slid down from their place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the t bar issue.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. Initially, during the procedure the curve became untied easily. The physician moved the catheter but it did not work. The physician wanted to go to the right side septum or roof. He tried to deflect the catheter. The same situation occurred. There was no resistance removing the catheters. The procedure was completed with no patient consequence. Since the catheter is unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death was remote. Therefore this reported issue was assessed as not reportable. The biosense lab failure analysis discovered on december 1, 2015, that the tip lumen had bumps about 6mm from the transition with the peek housing. Metal was exposed. Since the metal was exposed, the catheter integrity was compromised. Therefore, this issue was assessed as a reportable malfunction. The awareness date was reset to december 1, 2015.